Event description:
Two needles were used for a cryoablation case. The patient experienced a shock during the active thaw stage of the cryoablation procedure. The defective needle was removed, and a replacement needle was used to continue with the case. The case was completed with no injury to the patient. The defective needle will be returned for manufacturer investigation.

Manufacturer narrative:
Disassembly of the defective needle revealed damage to the insulation layer of the heater wire, identifying both the root cause and confirming the reported electrical malfunction.

Event description:
This report documents a correction to the findings of the manufacturer's investigation previously carried out of the defective needle.

Event description:
This is a follow up MDR to document the findings of the manufacturer's investigation of the needle with the suspected electrical malfunction. No further follow up or investigation is anticipated.

Manufacturer narrative:
The needle with the suspected electrical malfunction was returned to the manufacturer for investigation. The electrical properties of the needle were found within specifications, and the needle was operated several times in ithaw mode with no issues. The reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, with no related electrical malfunctions recorded within the needle batch.